Event description:
It was reported that during a minimally invasive lumbar microdiscectomy, the head of the bur broke. It was also reported that the broken piece was removed using a forceps and the surgeon has no concerns about pieces being left behind, an x-ray was conducted to confirm this. It was further reported that another bur was readily available and the event did not affect the pt's outcome.

Manufacturer narrative:
The bur shank subject to this MDR was tested and found to have a hardness of 58.4 rockwell c indicating that the shank material is tool steel and not stainless steel. This confirms that the alleged bur is a fluted mis bur. The bur part number and lot number was not provided.